Event description:
The customer reported experiencing unexplained high blood glucose of 600mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the customer to remove the cannula and it was not bent. Advised the caller to change the entire infusion set and reservoir. The customer called back to report being in the emergency room due to high blood glucose over 700mg/dl. The customer stated that her blood glucose was treated and let her go when her blood glucose was reading 350mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.